Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged pump head module. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced by a service technician as part of preventative maintenance. A visual inspection was performed and identified the damaged pump head module. The cause of the condition was not determined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.